Event description:
A government representative reported that during a phacoemulsification procedure with an intraocular lens (iol) implant, the system failed giving an occlusion warning when no vacuum was experienced. The case was completed using an alternate system following a 10 minute delay. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).